Event description:
Additional information was received, and stated that no hospitalization required. And reason for explant was inconsistent refraction with residual prescription being bothersome, caused the myopic outcome to the patient. No patient harm was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens 3 months following the initial implant procedure. Additional information has been requested.